Manufacturer narrative:
As the customer canceled the case, no service was provided. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that exposure was not possible due to failure, but the system could still run on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.